Event description:
It was reported that the device would not operate on ac power. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified that the device would not operate on ac power. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. It was observed that the output from the power supply assembly was too low for ac operation or the ability to charge the battery. Further root cause of the reported failure was not determined.